Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a hospital staff member that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of about 30 mg/dl at the time of the incident. The customer was at about 30 mg/dl at the time of the call. The customer experienced stroke-like symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will call their health care professional. The customer was also getting low sensor. The insulin pump will not be returned for analysis.